Event description:
User facility medwatch mw5155604 report received that states "as reported by the clinical specialist, after a successful transfemoral transcatheter aortic valve replacement (tavr) procedure, the perclose (non-(B)(6)) closure device had induced stenosis of the femoral artery. To treat the stenosed femoral artery, it was ballooned, and the event resolved. It was noted that a spasm could have also caused or contributed to the event. There was no residual effect. There was no allegation of an (B)(6) device causing or contributing to the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the production record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of stenosis is listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4 - primary UDI number: the UDI number is not known as the part and lot number were not provided. Attachment medwatch report # mw5155604.